Event description:
During a ptca procedure involving a calcified and 100% in-stent restenosis in the mid portion of a very tortuous lad, the maverick 2 monorail balloon ruptured at 12 atm's on the initial inflation. No pt injuries or complications were reported. Pt status is listed as "good."